Manufacturer narrative:
The device remains implanted. The IFU states in the adverse events section: "complications associated with the proper implantation of the device may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial deformity, and has undergone or will undergo corrective surgery or surgeries.